Event description:
Adverse event(s): "unexpected postoperative refraction" (postoperative refraction, unexpected); "blurry, double images when reading" (blurred vision); "blurry, double images when reading" (diplopia); "hard time focusing" (no code available). Product problem(s): "no information" (no information [iol (intraocular lens) implant]). A nurse reported an intraocular lens (iol) was exchanged due to a refractive surprise. Medical records were requested and received. According to the medical records, the patient was experiencing blurry, double images when reading and having a hard time focusing at work. Additional information has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. The optic was torn/split/cracked into two pieces (possibly cut) and one optic portion was scratched. No lens bench could be conducted due to optic damage. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 06/18/2010, 06/21/2010, 06/30/2010 and 07/12/2010 by phone, fax, and mail. A completed questionnaire has not been received. Medical records were received on 06/18/2010. (B)(4).